Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected, no histopathological markers have been provided. Diagnosis location: (B)(6).

Event description:
Regulatory agency reported unknown side alcl. Device remains implanted. Histopathological markers confirming alcl have not been provided.